Event description:
It was reported that the customer had an alarm on their insulin pump after changing the battery. The customer also had an issue with the keypad on the insulin pump. The customer's blood glucose level was 187 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump operating currents were within specification. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at display widow corners and cracked battery tube threads. The insulin pump was received with minor scratches on the display window.